Manufacturer narrative:
Removed device manufacture date. Device manufacture date is unknown. Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed a critical battery alarm and multiple occurrences of premature switching events. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. It's possible the beeps were caused by a communication error between the controller and batteries. The most likely root cause of the reported power switching event may be a combination of a communication error between the controller and batteries and a battery with the potential to malfunction due to faulty internal cells. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-02366 and 3007042319-2015-02367) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-02366 and 3007042319-2015-02367) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that a patient was at home and noted "that the controller changed from one power port to the other one before batteries are down to 25%." The patient "cleaned the contacts" at the battery and controller connection sites but "after two days the same problem with switching", the controller was exchanged and a new battery was issued. There was no reported patient injury. Investigation is ongoing. This is report 2 of 2.